Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, uncontrolled endocrine illness, smoker, periodontal disease, bone resorption, peri-implantitis, increased sensitivity, inflammation, mobility (2024_1587 and 2024_1588 are same patient)